Event description:
During a laparoscopic cholecysterectomy, the surgeon inserted a grasper through the 1seal. The rep stated the grasper made a ring around the seal and pulled off a of the 1seal, which fell into the patient. The surgeon was not aware the piece had fallen into the patient, but found it on the gallbladder and removed it. There was no consequence to the patient.

Manufacturer narrative:
H6; code 100: piece of seal (circular) tore away from the reducer cap. Visual inspections and results: base snap condition: good. Bellows condition: good. Crown ring engagement: good. Seal condition: torn. Top snap condition: good. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the seal had become torn, making the instrument non functional. The device was received with a circular portion of the seal torn free from the orafice hole. The piece which had torn free was returned. No conclusion could be reached as to how the seal had become torn. Each instrument is evaluated during the assembly process to ensure that if functions properly. The centering of the instrument upon insertion or removal may reduce the possibility of the seal being inadvertently damaged.